Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.0, lab: 2.6. Date: (B)(6) 2011, 1.6, 1.1. Pt's target therapeutic range is 2.0 - 3.0. Six hours elapsed between tests on (B)(6) 2011. Fifteen minutes elapsed between tests on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.